Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that it just seemed to take so much longer to charge, better than in the past. Patient started charging every day and not letting it get below 75% as an intervention to resolve the issue. Patient believes it has helped and was also going to have their doctor check it on the next visit on february 5th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty charging the last quartile of the ins. The caller said it started last month. Troubleshooting was done and the patient was getting all 8 coupling boxes on the recharger and the recharger was showing an active charging screen. The caller said the patient had been charging about 2 hours to charge the last quartile and the recharger was fully charged. The caller said they had an appointment in the doctor¿s office and the ins would be interrogated. Repair was sending a recharging antenna to see if that would help.